Manufacturer narrative:
G3: correction: remove other. Timed rate accuracy testing was performed and the results indicated that the system was operating within specification. The probable cause of the customer¿s complaint of an over infusion was not determined during this investigation. Device history review: a review of the device history record showed the device had a manufacture date of 09/14/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an over infusion of an unspecified medication with 8100 (s/n (B)(6)) occurred on (B)(6) 2020. The rate was set to infuse 1000ml at 75ml/hr. Patient harm unknown at this time. Although requested further information was not available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not available.

Event description:
It was reported that an over infusion with 8100 s/n (B)(4). Patient harm unknown at this time. Although requested further information was not available. Pcu 8015 s/n (B)(4).